Manufacturer narrative:
A patient experienced headaches following a cerebrospinal fluid leak during a implant procedure was reported to abbott. The patients symptoms resolved with fioricet treatment. The devices were not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02386. Related manufacturer reference number: 1627487-2021-02387. It was reported the patient experienced headaches following a csf leak during the implant procedure. The patients symptoms resolved with fioricet treatment.